Event description:
Device 1 of 3 . Reference MFR. Report: 1627487-2018-05589. Reference MFR. Report: 1627487-2018-05590. Follow-up identified the patient's infection has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2018-05589, reference MFR. Report: 1627487-2018-05590. It was reported (B)(6) during the planned ipg implantation after the trial procedure, the physician noticed an infection. Hence, the entire trial system was explanted.